Event description:
It was reported by service report that the footboard functions are not working and the left siderail not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - the customer cleaned the bed with the footboard removed and used excessive amounts of cleaning solution around the footboard connector.